Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been two other events for the lot referenced.

Event description:
It was reported: surgeon used the cement. Refrigeration time was the same as he uses at the hospital where he usually performs operations. However, cement hardened after 9 minutes, although cement hardened usually after 14 minutes at other hospital. He kept pushing the lever of the cement gun, it broke. He managed to get enough cement into the body. He said this hardening time is strange.

Event description:
It was reported: surgeon used the cement. Refrigeration time was the same as he uses at the hospital where he usually performs operations. However, cement hardened after 9 minutes, although cement hardened usually after 14 minutes at other hospital. He kept pushing the lever of the cement gun, it broke. He managed to get enough cement into the body. He said this hardening time is strange.

Manufacturer narrative:
An event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. Product inspection on the retained products: visual inspection: visual inspection was performed on three of the retained samples of the reported lot while mixing the cement product. Visual inspection indicated, "no unusual characteristics were observed. The samples appeared to have a homogenous appearance." Functional inspection: functional testing was performed on three of the retained samples of the reported lot to verify doughing time, working time, and setting time of the product. The samples met the required specification for the test. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been 1 other similar event for the reported lot, which relates to setting time for the same event/patient, therefore no further trending is required for this commonality. Conclusions: it was reported that during a hip procedure the cement hardened faster than the surgeon's expected 14 minutes. Prior to entering the operating room, it is unknown how the cement and utensils/bowl were stored. The cement was brought into the 21 degrees celsius operating room for a duration of 150 minutes prior to use. It was reported that all cement and monomer were used and nothing else was added to the cement. A setting time of 9 minutes was reported, but the method of recording the setting time was not reported. It was reported that no water/saline/blood/fat/etc. Was present that may have affected the setting time. Functional testing was performed on three of the retained samples of the reported lot to verify the doughing time, working time, and setting time of the product. The laboratory report shows that the samples met the required specification for the test. Thus, the reported event is not confirmed. Per the IFU packaged with the device at the time of manufacture, a setting time of 11 minutes is expected at an ambient temperature of 21 degrees celsius. Other factors such as room humidity may have affected the reported event. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.